Event description:
As reported: 6 days post sleeve gastrectomy procedure, the patient presented back to the ER with complaints of worsening abdominal pain and an elevated heart rate. A CT scan was performed and signs of a leak were seen. An operative lap confirmed a leak. The location of the leak was found by performing a bubble test. The hole was pinhole in size and directly adjacent to the staple line near the ge junction. A primary repair was performed with suture. After evaluation, it was observed that there was approximately 1-2 cm of tissue in the upper stomach/fundus that could be safely removed, therefore, the primary repair with suture was then resected. The initial sleeve gastrectomy procedure was on (B)(6) 2024 and the leak was discovered on (B)(6) 2024. A bubble test was completed during the original procedure and there were no indications of a leak.

Manufacturer narrative:
This report is being submitted as a follow-up to MDR 3012481535-2024-00004, originally submitted via webtrader on 24 jul 2024. Confirmation of submission was received, including acknowledgement 1 and 2. However, as of 14 july 2025, this report does not appear in the public maude database. This follow-up is being submitted to ensure the MDR is appropriately captured and publicly available.